Event description:
Piece of harmonic scalpel broke off inside pt. Abdominal x-ray completed after incision closure identified retained foreign body. Surgeon had to remove 3 staples and retrieve the foreign body. Pt left the or suite in stable condition. Or staff did not save device packaging.